Manufacturer narrative:
Initial 5 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced hyperglycemia event on (B)(6) 2026. The blood glucose level was 191 mg/dl and was treated with manual injection. The insertion site was abdomen. Patient faced issue with five bent cannulas due to infusion set was inserted into scarred tissue, hardened tissue, or stretch marks. The infusion set was in use for one day.